Manufacturer narrative:
H6: 1494: off-label; acd<3.00 at the time of implantation. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 13.2mm vticmo_13.2; -10.5/0.5/094 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was intraoperatively replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.